Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. The replacement pump was shipped without requiring a delivery signature, and the customer was given instructions on how to store the malfunctioning pump before returning it to tandem.